Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan on january 23, 2008 on behalf of the lay user/patient alleging that his one touch ultrasmart was giving inaccurately high readings. The patient normally tests his blood glucose level 4x per day. His prescribed medication regimen is: humalog mixtard 22 units in the morning and evening: and humalog 24 units per day. The reporter stated that the meter has been reading inaccurately high since january 13. She explained that the patient has had readings as high as "23 and 24 mmol/l." The patient tested on the meter on january 23rd 4:25 pm and received a reading of "17 mmol/l," which was unexpected because the patient reported feeling symptoms of low blood sugar (hot and shaky). Due to the high reading, the patient took an "additional 10 units of humalog insulin." Due to his symptoms, however, he ate food (banana and toast). The patient did not seek medical attention. It was also reported that a control solution test had been performed and the meter tested out of range. The technical service representative verified that the meter was set to the correct unit of measurement and that the patient was using the correct testing technique. During troubleshooting, it was discovered that the patient had been using expired test strips (08/2006) during testing and also when the control solution test had been conducted. The tsr advised against use of the expired strips. Then asked the patient to perform control solution test using test strips in expiry date (04/2009), and the meter tested within range. The patient also retested his blood sugar while online and received a result of "3.8 mmol/l," which matched his feelings. All lfs products have been replaced in a previous sr. This complaint is being reported as the reporter alleged the patient was obtaining high results while using the expired test strips and during this time the reporter further noted the patient had symptoms that can be associated with hypoglycemia. Replacement products were sent to the patient.